Event description:
It was reported that the system failed to boot to a usable state and exhibited a none-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.